Event description:
It was reported that during priming with bd nano¿ 2nd gen pen needles insulin did not flow. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow. Consumer does not re-use.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during priming with bd nano¿ 2nd gen pen needles insulin did not flow. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow. Consumer does not re-use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-aug-2023. H6: investigation summary the customer returned (2) open 32g 4mm pen needles from lot#2242759, reporting needle clog. The pen needles were visually inspected and observed (1) pen needle with bent cannula npe and no issues on the (2) pen needle. A functionality clog test was performed on the (2) sample and observed proper flow of fluid. Most likely the customer's reported failure occurred due to a bent npe cannula. The root cause cannot be determined as the return samples were opened. Based on the sample returned, embecta was able to confirm the customer-indicated failure as a bent cannula npe. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.